Manufacturer narrative:
The microcatheter was not returned for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. As the device was not returned, we are unable to perform further root cause analysis. Per the reported information, it appears as if the user's technic caused the reported events. Per our instructions for use (IFU): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles); vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. Liquid embolic material reflux along the distal tip of the micro catheter: apart from the risk of ischemic complications due to unintended embolization, significant reflux may result in entrapment of the micro catheter causing difficult removal. The amount of reflux that can be accepted must always be compared to the angio-architecture of the malformation to minimize risk of unintended embolization or difficult catheter removal. In general, minimize the reflux to less than 1 cm along the distal tip of the micro catheter. All other factors may affect this limit. Linked events: 2029214-2017-00956 2029214-2017-00957 2029214-2017-00958.

Event description:
Citation: ¿transvenous embolization in pediatric plexiform arteriovenous malformations¿ george a.c. Mendes, md. Christina iosif, md, phd. Eduardo pedrolo silveira, md. Eduardo waihrich, md. Suzana saleme, md. Charbel mounayer, md, phd. Medtronic received report the following reports: the mean age was 13.5 years (range, 11-16 years), and 4 females and 3 males. All patients presented with hemorrhage, and 71% of avms were located deeply. A successful intranidal position of the venous microcatheter was achieved in all procedures, and anatomic exclusion of the nidus was documented in 7 patients. There were no vessel perforations or ischemic events. No neurological deficit or complications post intervention. A (B)(6) girl presented with sudden headache associated with right hemiparesis. Two microcatheters were placed in middle cerebral artery feeders. Subsequently, an internal jugular approach was established, and a third microcatheter was placed in the origin of the avm main drainage vein. The liquid embolic material was simultaneously injected by the 3 microcatheters until full nidus occlusion. The arterial microcatheters were removed, and the venous microcatheter was cut with a scissors at the level of jugular sheath after moderate traction. Control angiograms demonstrated the anatomic exclusion of the avm. There were no complications during the postoperative course, and the patient was admitted to a rehabilitation unit. At 6-month follow-up, the patient fully recovered from any motor deficit, and the control dsa confirmed anatomic cure of the lesion. The microcatheter intentionally left in place at the level of the jugular sheath.